Event description:
Patient was being fitted for a tibial insert during a total knee arthroscopy and the trial tibial poly broke during the fitting. The tibial poly was a size 3, 9mmcr poly tibial trial manufactured by stryker.